Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings. The customer stated that she inserted the sensor last friday and the pump read 43 mg/dl when her meter showed 395 mg/dl and 404 mg/dl. The customer stated that she struggled with false readings. The product was not returned for analysis.